Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited sudden threshold increase (B)(6) 2017 and remained in use. Follow up visit (B)(6) 2017, revealed ra lead dislodge, and was later explanted and replaced. It was also reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to unexpected longevity drop to 4 years from 8 years over 5 months due to capture management increasing the output due to the threshold increase. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.